Event description:
It was reported that during treatment of a type 2 endoleak, a embolization coil implant detached unexpectedly when it was attached to the detachment controller, without the detachment controller being activated. The implant was in the intended location and there was no harm to the patient or intervention. Two other coils in the same case experienced the same issue and are reported on two other separate mdrs.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use identifies premature coil separation as a potential complication associated with use of the device. The coil was implanted in the patient and was not available for return to the manufacturer for analysis. The alleged product issue could not be confirmed.

Manufacturer narrative:
The instructions for use identifies premature coil separation as a potential complication associated with use of the device. The coil was implanted in the patient and was not available for return to the manufacturer for analysis. The alleged product issue could not be confirmed. H11 - corrections. B5 - corrected. H6 - evaluation code methods - remove 3331 - analysis of production records. H10 - corrected.

Event description:
It was reported that during treatment of a type 2 endoleak, a embolization coil implant detached unexpectedly when it was attached to the detachment controller, without the detachment controller being activated. The implant was in the intended location and there was no harm to the patient or intervention. Two other coils in the same case experienced the same issue and are reported on two other separate mdrs, 2032493-2025-90182 and 2032493-2025-90176.